Event description:
It was reported that bd nexiva 20 ga x 1.00in sp with maxzero tubing separated from adapter. The following information was provided by the initial reporter: patient was brought to acu for pre-op procedures. When it was time insert an IV, the connected pigtail fell off. Normally it is permanently affixed. It should never detach. It fell off when the nurse inserted the line into a patient. The patient bled all over their arm and the bed. The patient had to have a new line inserted (two sticks on a very apprehensive patient). No harm done but patient was very dissatisfied. This happened on (B)(6) 2024.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a detached extension tube could not be confirmed from the six returned 20g nexiva devices from lot # 3320151. Three units were received in sealed unit packaging. Three units were received in open packaging. All six samples underwent pull testing to determine if their extension tubing was properly bonded to the adapter. All samples passed the test and each extension tube was properly bonded to the catheter adapter. The affected unit was not provided for investigation. Although the returned samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.